Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h4, h6- product complaint # (B)(4). Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable device history lot: the DHR of product code 283910000, lot 288122, was reviewed and no non-conformances were observed during the manufacturing process. The product was released on september 28, 2020. The DHR was electronically reviewed. Device history batch: null. Device history review: null. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: the confidence spinal cmt sys, 11 c (p/n: 283910000, lot #: 2288122) was returned and received at us cq. Upon visual inspection, only confidence pump assembly (p/n: 887014225), the cement reservoir was returned from the kit. The cement was hardened inside the cement reservoir and there was hardening liquid inside the pump. No other issues were identified with the returned device that could impact the device functionality. The complaint condition was confirmed for the confidence spinal cmt sys, 11 c (p/n: 283910000, lot #: 288122). There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. There is no indication that a design or manufacturing issue has caused the issue and hence the root cause cannot be determined. The possible cause could be the cement that may have solidified prematurely due to the manner with which it was stored and other environmental factors that might have an impact on the cement¿s setting time. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Cement retest results were checked, and no concerns were observed with the testing results. Please refer to that attached investigation and retest results for complete retest results performed on the cement lot number. Device history lot: the DHR of product code 283910000, lot 288122, was reviewed and no non-conformances were observed during the manufacturing process. The product was released on september 28, 2020. The DHR was electronically reviewed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Corrected data: d9, h3, h6.

Manufacturer narrative:
Product complaint # (B)(4). Complainant part is not expected to be returned for manufacturer review/ investigation. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent for a vertebral arthrodesis procedure with pedicle screw cementation. During the surgery, the system that pushes the cement into the cannula / screw (pump system with water) did not work properly due to the water leaking. It was not possible to cement all the screws of the implant. The surgery was completed successfully with 30 minutes delay reported. There were no patient consequences are reported. Concomitant device reported: unknown screw (part # unknown, lot # unknown, quantity unknown). This complaint involves two (2) devices. This report is for (1) confidence spinal cmt sys, 11c. This report is 1 of 2 (B)(4).